Event description:
Rn found that infant pt's bed was damp - upon investigation a crack was noticed in the stop cock of line (dopamine + epi infusing on this line) glucose decreased to 18, pt had seizure and acidosis with decreased perfusion.